Event description:
It was reported that the patient presented to the hospital on (B)(6) 2023 for a follow-up after an episode of syncope. During examination the implantable cardioverter defibrillator (ICD) was interrogated. It was noted that the radio frequency (rf) telemetry was not functioning. The ICD was programmed and rf telemetry was reestablished. There were no adverse consequences to the patient.